Manufacturer narrative:
Clinical investigation: there is no documentation to show a causal relationship between the patient¿s hernia and pd therapy on the liberty select cycler. It is unknown if there is a temporal relationship as the hernia was pre-existing and the pdrn could not confirm if the hernia was exacerbated with pd therapy. Patients on pd therapy are at risk of developing and exacerbating hernias due to increased abdominal pressure and added stress on abdominal muscles. There are no allegations of the hernia being caused by any fresenius product. Based on the available information that the hernia is pre-existing, the liberty select cycler can be excluded as the cause of the hernia. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was advised by their peritoneal dialysis registered nurse (pdrn) to do a stat drain at the end of their treatment due to a hernia. Upon follow-up, the pdrn stated the patient's hernia was pre-existing to pd therapy and the patient had a scheduled outpatient hernia removal on an unspecified date. The pdrn stated the patient has since recovered from the hernia and was continuing pd treatment. Additionally, the pdrn could not confirm if the hernia had worsened due to pd therapy. The pdrn did not have any other information regarding the patient.